Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going. Device not returned.

Event description:
Country of complaint: USA. Received a call from an lpn with the center for allergies and asthma area and she is requesting assistance with identifying the elements of vega knee. She has a patient that is reporting an allergic reaction to what she believes are the components to vega and she needs to know what it is made of to conduct an allergy panel to determine what is causing the reaction. She says that the patients procedure was over a year ago and has attempted to obtain this information from the surgery center that performed the procedure and she was unable to get a response. Patient injury and surgery involvement not reported. *patient experiencing pain and stiffness. Visits with original surgeon doesn't indicate any issues with device. However, patient has gone to outside source for allergy testing.

Manufacturer narrative:
Investigation: due to the circumstance, that we did not receive any devices an investigation is not possible. The case was discussed with a specialist from the development department. Material used for the metal components: cocrmo alloy according to (B)(4). Material used for the meniscus components, all poly tivia and patella: polyethylene (uhmwpe) according to iso (B)(4). In this case: nx221 vega ps + gliding surface t2/2+ 12mm. Nx220 vega ps+ fliding surface t2/2+ 10mm. Material used for the x-ray marker of the patella: implant steel according to iso (B)(4). Materials used for the x-ray markers of the all poly tibia: peg in titanium according to (B)(4) and ball in tantalum according to iso (B)(4). The articulating surfaces of the cocrmo components have a highly polished surface to minimize wear. All metallic implant components of the vega system are additionally available, completely covered with a multilayer coating system called "advanced surface" (as). The components care completely covered with a multilayer coating system consisting of cr at the interface followed by a carbon gradient multi-layered crn-crcn-crn-crcn0crn film and a top layer zrn to prevent the release of metal ions from the implant base material. The advances surface technology (as) improves the wear properties of the implant and reduces the metal ion release into the human body, thus can be beneficial to patients who are sensitive to metal ion exposure. Nx011z as vega ps femoral comp.cemented f5n l, nn261z as tivial obturator d12mm, nx053z as vega ps tivial plateau cemented t2, nx031z s vega ps femoral comp.cemented f5n r, nx053z as vega ps tivial plateau cemented t2, nx220 vega ps+ gliding surface t2/2+ 10mm. The plug to close the distal opening of the tibia plateau is made of peek optima. Pictorial documentation there are no pictures available. Batch history review: the device quality and manufacturing history records have been checked for all available lot numbers. The device history file has been checked and found to be according to our specification valid at the time of production. No similar incidents with postoperative allergic reaction have been filed with products from these batches. Conclusion and root cause: based on the information available we assume that the mentioned failure is not product related. We assume that the mentioned failure is probably patient related. Rationale there are no hints of a product failure. Biomechanical studies to avoid risk of allergies and validated coating process. Material used for the implant components. Furthermore, it should be mentioned that it could be possible that some patients might react allergic to bone cement ingredients like bpo (benzoyl peroxide). No correction action is necessary.

Event description:
Original implant date: (B)(6) 2017. This patient had both knees replaced on the same surgery date. Left knee implants: nx011z (lot: 52293706), nn261z (lot: 52277568), nx053z (lot: 52288446), nx221 (lot: 52259695). Right knee implants: nx031z (lot: 52279286), nn261z (lot: 52277568), nx053z (lot: 52293698), nx220 (lot: 52274672).